Event description:
Xeroform petrolatum dressing was opened onto the sterile field. Surgeon noted that the product appeared to be very dry with a different feel than what is typical for this product. Another dressing with the same lot number was opened with the same issues. A third dressing with a different lot number was opened, and it was the typical moisture level and feel for the product.